Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: inspection found the a-rubber (insertion section) was perforated. The customer reported issue could be confirmed. Furthermore, the following defects during device inspection were observed: due to pinching on a-rubber, water tightness is lost. Due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Connecting tube is deformed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the sheath of the bf-uc190f ebus bronchoscope with serial number (B)(4) was torn and a black substance came out. According to the report, this was after use in the patient, found before cleaning the device in the washer. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this reported event .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified, however, wear and tear were noted. The evaluation confirmed the defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not twist or bend the bending section with your hands. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.